Event description:
It was reported to medtronic minimed that the customer experienced a crack on the pump. The customer reported no adverse event. The event involved product mmt-1886l. Troubleshooting was performed, and damaged back of the pump. No harm requiring medical intervention was reported. Product return was requested for mmt-1886l. The customer will discontinue using the device, and the customer response was that mmt-1886l.

Manufacturer narrative:
The pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The test p-cap locks properly into the reservoir compartment; however, a partially broken retainer was noted during testing. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. During visual inspection, corrosion was found on the battery tube assembly noted. The pump was cut open and found corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Cosmetic damage was confirmed at the back of the pump during analysis. Retainer ring damage (a partially broken retainer) was confirmed. During visual inspection, corrosion was found on the battery tube assembly noted. Corrosion was also found on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.